Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-37696), was submitted on 20-jan-2025. Upon receiving additional information, according to the evaluation on the sample returned , the complaint has been confirmed as soft cannula found bent upon removal from infusion site. As a result this case has been reclassified as non-reprortable. Consequently, this medical device report (MDR) is being submitted to withdraw the previously filed MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The events occurred after three hours of insertion. The insertion site was abdomen. The blood glucose level was 580 mg/dl, and the patient was treated with correction injection via multiple daily injection (mdi). The infusion set was in use for 12 hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.